Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an open irritation under the electrode on his back. The area is red and oozing a clear liquid. There was no alleged device malfunction contributing to the irritation. Patient was given recommendations by a physician. Follow up indicated that the area is improving.